Event description:
It was reported that the insulin pump alarmed no delivery. It was reported that customer was hospitalized for high blood glucose levels. Customer's blood glucose reading was 375 + mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.